Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the seal biopsy valve was leaking. Reportedly, there was leakage on personnel. It is unknown if the personnel was wearing a personal protective equipment and if any treatment was given. The personnel was reported to be in good condition. The procedure was completed using the original seal biopsy valve. There were no patient complications reported as a result of this event.